Event description:
It was reported that during a scheduled follow up, non-sustained lead noise episodes were observed due to far p-wave oversensing on the ventricular lead. The lead was found to have dislodged into the right atrium. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.